Event description:
It was reported by service report that the head end lift was not going up or down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: lift power coil cable.